Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown constructs: arch laminoplasty miniplate/screws /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: xiao, l.s. Et al., (2023), evaluation of haplo-paraspinal-muscle-preserving technique to prevent postoperative axial pain in cervical laminoplasty, international journal of spine surgery, vol.17 (2); pages 281-291, (china). The aim of this retrospective study was to assess the efficacy of a new haplo-paraspinal-muscle-preserving (hmp) laminoplasty technique in the treatment of cervical myelopathy. Between august 2019 to august 2020, a total of 68 patients: 22 patients who underwent hmp laminoplasty were defined as the muscle-preserved group (mp group; 14 men, 8 women, mean age 61.2 ± 6.4 years) and 46 age- and sex-matched patients who underwent traditional open-door laminoplasty were defined as the traditional open-door laminoplasty group (lp group; 29 men, 17 women, mean age 60.9 ± 5.9 years). This study was treated with double-bent titanium miniplate (arch plate, depuy synthes, USA). The inclusion criteria were as follows: (1) patients had typical cervical myelopathy symptoms and radiological examinations found the presence of either disc herniation or multilevel ossification of posterior longitudinal ligament; (2) diagnosed patients underwent cervical laminoplasty using either traditional open-door laminoplasty or the hmp technique; (3) surgically treated patients had >6 months of follow-up. The median clinical follow-up was for mp group was 15.8 ± 3.8 months and the lp group was 16.8 ± 3.2 months. The following complications were reported as follows: mp (muscle-preserved) group: 2 patients experienced persistent axial pain during the follow-ups, and all recovered within 1-year postoperation. 1 patient experienced csf leakage after the surgery. More hinge side fractures were found after the surgery in CT images. However, most hinge side fractures in the mp group occurred at the ventral lamina cortex, while the dorsal cortex was relatively intact (67 levels of ventral cortex fractures and 9 levels of dorsal cortex fractures). Complete fractures on both ventral and dorsal lamina cortexes were less frequent in this group. Lp (traditional open-door laminoplasty) group: 7 patients experienced persistent axial pain during the follow-ups, and all recovered within 1-year postoperation. 2 patients suffered c5 nerve root palsy after the surgery. 4 patients experienced csf leakage after the surgery. 3 levels of displacement were found. A copy of the literature article is being submitted with this medwatch. This report involves one unk - constructs: arch laminoplasty miniplate/screws. This is report 1 of 1 for (B)(4).